Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Their implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing and high defibrillation impedance. No intervention was made. The patient experienced no adverse consequences.